Manufacturer narrative:
The product is not available for evaluation. Concomitant devices include a 3.5x12mm boston scientific quantum maverick balloon catheter and 2.5x6mm boston scientific cutting balloon. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
Information received from the cypress study indicated that a side branch occlusion occurred during stenting of a coronary artery. The patient's medical history is significant for hyperlipidemia, hypertension, cerebral vascular accident/stroke, type 2 diabetes mellitus, smoking, anemia, gastro esophageal reflux disease, aortic sclerosis, and prostate cancer. The indication for the procedure was positive functional study test for ischemia. The target lesion was the proximal left anterior descending artery (lad). The lesion was described as de novo, 75% stenosed and non-calcified. The lesion was direct stented with a 3.5mm x 13mm cypher stent at 12 atms, followed by post-dilation per standard procedure. After implant of the stent it was noted that a small septal perforator was jailed, with a residual 50% stenosis, the event was not treated. The second non-target lesion was the first diagonal (dx). A non-target lesion in the first diagonal was described as 6mm in length, de novo, and 80% stenosed. Treatment included balloon angioplasty with a boston scientific flextome 2.5x6mm cutting balloon (2 dilatation at 10atms for 90 seconds each). The reported residual stenosis was 0% for the lad and 20 % for the dx. Of note the cardiac enzymes were elevated pre-procedure, but below the upper normal limit (unl) post-procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Side branch occlusion is a known potential adverse event associated with implanting coronary artery stents. Coronary vasculature that is in a bifurcation, tortuous, calcified and angulated is often a precursor to the inability to maintain side branch patency once the main branch is stented. The act of coronary stenting in a bifurcation is associated with a low success rate, high rate of complications and a high incidence of target vessel revascularization. Review of the available information suggests that aside from the inherent risk of the procedure that, vessel/lesion characteristics may have contributed to the events.

Event description:
During the index procedure, a very small septal perforator was jailed by the cypher rx stent with a 50% stenosis. No treatment was given and the event resolved without sequelae. The target lesion was located in the proximal left anterior descending (lad) coronary artery. The lesion was described as de novo, type b1, 75% stenosed, non-thrombosed, 12mm in length, with no calcification. The reference vessel was 3.5mm in diameter and non-tortuous. No pre-dilation was done and a 3.5x13mm cypher rx stent was implanted at 12atms. Post-dilation was done with an 3.5x12mm boston scientific quantum maverick balloon catheter at 14atms. After implantation, a very small septal perforator was jailed by the cypher rx stent with a 50% stenosis. No treatment was given and the event resolved without sequelae. Pre and post-procedure timi flow was 3 and residual stenosis was 0. There was no post-procedure dissection. A non-target lesion in the first diagonal was described as 6mm in length, de novo, and 80% stenosed. Treatment included balloon angioplasty with a boston scientific flextome 2.5x6mm cutting balloon (2 dilatation at 10atms for 90 seconds each). Residual stenosis was 0% and post-procedure timi flow was 3. According to the investigator, the event was related to cordis product and the index procedure.